Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio st on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the ventrio st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2018) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio st on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the ventrio st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2019 - patient was diagnosed with complex recurrent incarcerated incisional hernia thereby underwent laparoscopic converted to open repair with implant of ventrio st and synthetic mesh. Per op notes, ¿extensive lysis of adhesions was performed. Two large hernia defects were identified over the left and right middle quadrant. Both hernia defects were reduced. Component separation was performed on both sides. On right side, a ventrio st mesh was placed, sutured and tacked. On left side, a synthetic mesh was placed, sutured and tacked.¿ (B)(6) 2020 - patient was diagnosed with recurring small bowel obstruction with abdominal pain and adhesions thereby underwent open repair with excision of ventrio st and synthetic mesh. Per op notes, ¿a hard prior mesh was identified and opened. The mesh was cut and separated from the attached bowel. Small bowel was adherent to mesh was taken down. All the adhesions were lysed. The entire mesh was excised. A portion of small bowel was resected.¿